Event description:
It was reported that there was a loss of therapeutic effect. There was no stimulation sensation. There were symptoms which included acute pain. There was a problem with the patient programmer. Troubleshooting was limited due to lack of access to the product and / or patient. The controller broke about two years prior. The patient did not have a healthcare provider (hcp) and the stimulation would stop and come on in the past week. The programmer was broken, the little thing on the front. The patient got stimulation in the legs but not in the back. It was going on for about two years for the back pain. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3550-09, lot# n0020206, implanted: (B)(6) 2005, product type accessory; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1999, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).